Event description:
When the essure coil was implanted, there was a misfire and a simple office procedure turned into a 3 hour process as the doctor, though she had removed the coil that misfired. Now months later, I have been having pelvic pain. CT scan showed the essure that misfired is somewhere in my pelvic cavity and I am scheduled for exploratory laparoscopic surgery to find and remove it.